Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the (B)(6) is not correctly accounting for this difference. The system sees this as two patients with 3 or 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. It was found that the software was not storing images due to "check-in" failures. When submitting patient information identical to an existing patient, except for case differences in the patient name, a software bug will not allow storing of images. The image storing issue was resolved in software updates va35e (released 7 october 2015, ui# us030/15/s and us031/15/s), vb10d (released 10 june 2016, ui# us014/16/s), and vb20a (released 17 april 2017, eco#649933). Reference: (B)(4).

Event description:
There was no patient harm reported.